Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The de novo target lesion as located in the moderately tortuous and non-calcified left anterior descending artery (lad) and left circumflex artery (lcx). A non-bsc guiding catheter was introduced and a non-bsc wire crossed the lesion site. Dilatation in the lad was performed with a 2.00x15 emerge balloon catheter. A 2.75x32mm synergy drug-eluting stent (des) was then implanted followed by another 3.00x32mm synergy des and was post dilated with a 3.50x15mm nc quantum balloon catheter. Following stent implantation in the lad, the operator pulled the same wire to cross the lcx, followed by pre-dilatation using a 2.50x15mm non-bsc balloon catheter. A 3.00x24mm synergy ii des was advanced but failed to cross the lesion and got stuck near the proximal part of the lad stent (bifurcation area). When the operator attempted to retrieve the system, the device could not be removed. A 2.50x15mm non-bsc balloon catheter was used to trap the stent delivery system inside the guiding catheter and retrieved it out from the patient's body. The operator asked for a new 3.50x24mm synergy ii des and before the stent was introduced into the patient's body, the operator noticed a deformation on the proximal part of the stent. A new stent with the same size was used and completed the procedure. No patient complications were reported and the patient's status was stable. Synergy ous mr 3.50 x 28 mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found that the first proximal stent row was damaged with stent struts lifted and pulled distally. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The de novo target lesion as located in the moderately tortuous and non-calcified left anterior descending artery (lad) and left circumflex artery (lcx). A non-bsc guiding catheter was introduced and a non-bsc wire crossed the lesion site. Dilatation in the lad was performed with a 2.00x15 emerge balloon catheter. A 2.75x32mm synergy drug-eluting stent (des) was then implanted followed by another 3.00x32mm synergy des and was post dilated with a 3.50x15mm nc quantum balloon catheter. Following stent implantation in the lad, the operator pulled the same wire to cross the lcx, followed by pre-dilatation using a 2.50x15mm non-bsc balloon catheter. A 3.00x24mm synergy ii des was advanced but failed to cross the lesion and got stuck near the proximal part of the lad stent (bifurcation area). When the operator attempted to retrieve the system, the device could not be removed. A 2.50x15mm non-bsc balloon catheter was used to trap the stent delivery system inside the guiding catheter and retrieved it out from the patient's body. The operator asked for a new 3.50x24mm synergy ii des and before the stent was introduced into the patient's body, the operator noticed a deformation on the proximal part of the stent. A new stent with the same size was used and completed the procedure. No patient complications were reported and the patient's status was stable.